Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection confirms some signs of wear and use. The visual did not confirm that the weld is broken. A functional evaluation was conducted and confirms the locking handle is difficult to open and close. A medical investigation was conducted and confirms per complaint details, after stem implantation, it was noted the anthology inserter had a broken weld. Reportedly, the surgery was not delayed. Responses to clinical documentation/information requests have not been provided as of the date of this medical investigation; therefore, the clinical root cause could not be fully assessed. Since no patient injury or surgical delay was reported, no further medical assessment is warranted at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a hip revision surgery due to a peri-prosthetic fracture, the weld was broken after the anthology inserter poster hard was implanted. It is unknown how the procedure was completed. There was not a delay. No patient injury or other complications were reported.